Manufacturer narrative:
The lot number of the device used is unk, consequently, the MFR and expiration date of the device is unk. The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis was not available. We are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a female (weight unknown) underwent a therapeutic hydrothermal ablation (hta) procedure in 2008. According to the complaint, while dilating the cervix, it was noticed that the cervix was very tight. As result of this, the physician pushed harder and perforated the patient's uterus. The physician stated that the perforation was extremely small and did not require any form of intervention. The actual size was approximately 2 or 3 cms (size of the dilation tool). The physician stopped the procedure to ensure there would be no complications.